Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed error code 5704 in failure analysis (fa) log; no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch. The patient was advised to unplug the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.